Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer is at school and when she checked her blood glucose, the blood glucose did not transmit and the insulin pump shut itself off. Caller stated that the customer had a battery out limit alarm. Customer's blood glucose was 473 mg/dl at the time of the call. Caller stated that the pump alarmed during normal use and the pump was not alarming at the time of the call. Caller stated that the batteries were not out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. Troubleshooting was performed for the blank display. Caller was advised to insert a new battery as soon as possible and if the display does not return, caller was advised to revert to a back-up plan until the replacement battery cap arrives.